Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified malfunction occurred. According to the patient, on (B)(6) 2025, the patient experienced a hyperglycemic event. The patient had to go to the emergency room (ER) because of an unrelated medical emergency where someone pushed her over in the airport and she broke her nose. The patient was not experiencing any symptoms, however, when the paramedics monitored the patient her blood glucose (bg) levels were at 500 mg/dl. The patient was taken to the ER and was treated with IV insulin. Once the patient was stabilized, she was discharged at 2:30 am (less than 24 hours). At the time of the report the patient was fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional patient or event information is available.